Event description:
It was reported to philips that the device displayed a no shock delivered message but there was a physiological response from the patient. There was no reported adverse patient impact.